Event description:
In 2003, the pt reportedly stopped using their sound processor. The pt was seen at the center for device eval. External equipment was exchanged. One month later, the pt was seen by a company rep. Testing conducted revealed out of range impedances on all electrodes. Surgery to explant the device is tentatively scheduled one month later.